Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to infusion set was not fully attached to the body which eventually results into hyperglycemia. The blood glucose level was 700 mg/dl at the time of event and the patient got treated with intravenous insulin fluid. The patient experienced headache and felt sick/unwell. The length of hospitalization was greater than 24 hours. No further information available.